Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an x-ray was performed which determined that the patient's right atrial (ra) lead had dislodged. Loss of capture and the absense of sensing were noted. A lead revision procedure was performed in which the lead was successfully repositioned. No adverse patient effects were reported.